Event description:
It was reported to boston scientific corp that during an anterior/apical pelvic floor repair procedure using a pinnacle pfr kit, the physician cut off the posterior tail from the mesh leg, and as she was manipulating it, the mesh shredded on the blue mid-line. Nothing detached. The case was completed with the addition of an anterior prolift device, with no complications to the pt. During a f/u exam in 2009, the physician cut off the pinnacle mesh from the arcus legs up on the anterior, because all that she wanted to use was a section of the mesh about 1 cm wide between the sacrospinous legs. The pt is reportedly "fine" post-procedure.

Manufacturer narrative:
The unused portion of the device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.